Event description:
This in pt's psychiatric condition deteriorated. Pt became dangerous and at risk of harm to self and others. After verbal attempts to calm the pt and re-direct the pt failed, the pt was placed in physical restraints. Pt became unresponsive while they were in three point restraint. A code was called. Pt was later declared dead.